Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called in for assistance in updating his basal rates per his medical doctor, and reported that he experience low blood glucose (bg) between 47 and 56 mg/dl with blurred vision for three to four days. The patient stated that he ate honey and protein to raise his bg, and disconnected from the pump. At the time of the call to animas customer support, the patient's bgs were reportedly between 95 and 105 mg/dl. The patient stated that his medical doctor decreased his basal rates because of the reported low bgs, and that he is to resume insulin pump therapy. The pump is not being returned at this time. Troubleshooting of the pump was not completed, as the purpose of the patient's call was for assistance in programming the pump with the new basal rates. This complaint is being reported to the patient's alleged hypoglycemic event.